Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect anti- hcv on one female african patient. The results were provided: on 09mar2020 sid 8041468 initial neat anti hcv result=0.05 s/co(<1.00 s/co=nonreactive)/ on 10mar2020 repeated 1:1 dilution anti-hcv=0.04 s/co / 1:2 dilution anti-hcv=0.03 s/co / 1:5 dilution anti-hcv=0.02 s/co / cobas 6800 pcr=41,000,000 ie/ml. There was no reported impact to patient management. Patient was in use of methadone and deliver baby few days before the test. Some testing history: herpes simplex igg=positive, herpes simplex igm=positive, anti-hbs=positive.

Manufacturer narrative:
A review of tickets was performed for reagent lot number architect anti-hcv lot number 09517be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 09517be00 and all values were well within the package insert specifications. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. No false nonreactive results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv reagent, lot 09517be00.